Event description:
It was reported that the patient foley stopped reading and therapy had now stopped. Nurse was not in the room with the device. Nurse wanted to know if they could use an esophageal probe for therapy. Esophageal, bladder and rectal temperatures were all considered core and compatible with device. Nurse confirmed this was a lubrisil foley. They asked when nurse places the probe to flex the cable and see if the temperature reads erratic. Also, when nurse replaces the foley and places the esophageal probe to ensure those two temperatures were correlating. They asked nurse to call back if they had either of these issues. Emailed to product complaints for the foley issue and asked nurse hold onto this for investigation. When they called back to ask nurse to hold onto the foley nurse stated that they did not believe there was an issue with the foley. Therapy had stopped and they replaced the foley and get an alert the patient temperature had changed more than 10 degrees and was unsure what code nurse was unable to enter the room during our conversation, so they were unable to get the serial number or lot number of the foley. Nurse would place the old foley in a bag and note the chart to add the foley in use to it once it pulled so both could be investigated if necessary. Nurse stated that both temperatures were correlating now and no erratic temperatures when nurse flexed the cable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the patient foley stopped reading and therapy had now stopped. Nurse was not in the room with the device. Nurse wanted to know if they could use an esophageal probe for therapy. Esophageal, bladder and rectal temperatures were all considered core and compatible with device. Nurse confirmed this was a lubrisil foley. They asked when nurse places the probe to flex the cable and see if the temperature reads erratic. Also, when nurse replaces the foley and places the esophageal probe to ensure those two temperatures were correlating. They asked nurse to call back if they had either of these issues. Emailed to product complaints for the foley issue and asked nurse hold onto this for investigation. When they called back to ask nurse to hold onto the foley nurse stated that they did not believe there was an issue with the foley. Therapy had stopped and they replaced the foley and get an alert the patient temperature had changed more than 10 degrees and was unsure what code nurse was unable to enter the room during our conversation, so they were unable to get the serial number or lot number of the foley. Nurse would place the old foley in a bag and note the chart to add the foley in use to it once it pulled so both could be investigated if necessary. Nurse stated that both temperatures were correlating now and no erratic temperatures when nurse flexed the cable.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "sensor wire too weak." It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.